Manufacturer narrative:
D. The dcs is a concomitant device, but is also a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events and meets the reporting requirements in 21 cfr 803; medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot #: unknown; FDA site ID: 9612164; not implantable device. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. B18. The valve was confirmed discarded; however, the return status of the dcs was unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the implantation of this transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed due to calcification. After the balloon dilation the patient's blood pressure began to drop. The tav was fully deployed, but the patient remained hypotensive. An aortogram showed the patient's coronary arteries were not blocked. The patient had ¿multiple¿ unspecified arrhythmias. Advanced cardiovascular life support (acls) was initiated. After multiple rounds of acls the patient was converted to open heart surgery and put on cardiopulmonary bypass. After the patient's chest was opened, at ¿some point during "[cardiopulmonary resuscitation]", the tav was found to have dislodged and was observed at the level of the sinotubular junction, the tav was explanted. Subsequently, a surgical bioprosthetic aortic valve was implanted. It was noted, a possible coronary artery bypass graft may be performed in the future, but was not currently scheduled. No other treatment or interventions were reported.